Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. The information about patient and initial reporter as well as other information required to submit was not provided. No evaluation could be performed. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained when searching the maude database on aug. 12, 2019. Report number: mw5088384. The event description was: "(B)(6) selling contact lenses to pts without contact lens prescriptions / contact lens exams. Pts being seen with bacterial conjunctivitis as a result - vision threatening. As an optometrist I have seen these pts able to order contacts online without contact lens prescriptions or any verification. FDA safety report ID # (B)(4)."